Event description:
Dealer advised end user stated when he plugged the charger into the wall outlet the charger was making a buzzing noise, unplugged it and plugged charger back in and then stopped charging and a puff of smoke came out.